Event description:
A 2.75mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the 3rd obtuse marginal of a patient with no issue reported. However, it was reported that approximately 1 months post stent implant the patient presented with symptoms of gi bleeding. Prolonged hospitalization was required. The patient is reported to be recovered and no other clinical sequelae were reported. Investigator reported the event was unrelated to the study stent and procedure.

Manufacturer narrative:
(B)(4). Results: (gi bleed).